Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was very restless, withdrawing from alcohol and heroin, and constantly pulling at the dressing from the artline and cvc. During dressing completion, it was found that the lumen from the femoral cvc lumen had snapped off at the hub. Noradrenaline continued to infuse through the other lumen. The issue was escalated, and a midline was inserted under ultrasound guidance, and the right femoral cvc was subsequently removed. Upon review of the cvc following its removal, it was observed that the lumen had broken off from the hub, meaning it had not been clamped proximally as initially intended. Instead, the adjacent lumen was clamped per bedside nursing staff's instructions. The patient remains hemodynamically stable and clinically unchanged.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the medial 2 extension line was separated. The point of separation of the line was at the juncture hub; however, a portion of the extension line was still molded within the juncture hub. Microscopic examination confirmed the separation and revealed that the edges were rough/jagged. Further analysis also revealed that the separated line extrusion was narrowed, which is indicative that undue force resulted in the line becoming stretched. A manual tug test confirmed that the distal, medial 1, and proximal lines were secure within their respective locations. Likewise, the medial 2 line was secure within the luer hub. The correct IFU was unknown as the correct material#/lot# was not reported. An IFU from a similar kit was reviewed for reference. This IFU states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/juncture hub separation was confirmed through investigation of the returned sample. Visual analysis revealed that the medial 2 line was separated from the juncture hub; however, a portion of the extrusion was still molded within the juncture hub. Visual analysis also revealed that a section of the separated line was narrowed/stretched which indicates the extension line was stretched prior to fracture. Based on the evidence of the narrowing and the customer report that the patient was pulling on the catheter, the root cause is likely undue force related; however, this cannot be verified as the material#/lot# was not reported by the customer to perform a complete dimensional analysis. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the patient was very restless, withdrawing from alcohol and heroin, and constantly pulling at the dressing from the artline and cvc. During dressing completion, it was found that the lumen from the femoral cvc lumen had snapped off at the hub. Noradrenaline continued to infuse through the other lumen. The issue was escalated, and a midline was inserted under ultrasound guidance, and the right femoral cvc was subsequently removed. Upon review of the cvc following its removal, it was observed that the lumen had broken off from the hub, meaning it had not been clamped proximally as initially intended. Instead, the adjacent lumen was clamped per bedside nursing staff's instructions. The patient remains hemodynamically stable and clinically unchanged.